Event description:
It was reported that a patient underwent a c-section on (B)(6) 2022 and barbed suture was used, it was reported that though it was used with the usual way, the fixation tab could not be temporarily fixed and came out during continuous suturing with a 4-shaped suture, so when the surgeon checked the product, there was only half of the fixation tab. Therefore, the surgeon checked the surroundings, but other half of the fixation tab could not be found. There was a strong possibility that half of the fixation tab was not attached from the beginning, but confirmation was insufficient because it was performed by a novice nurse. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 07/14/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9,g1,h3,h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: the product was returned for evaluation. A visual inspection of the sample returned was conducted. Visual analysis of the returned sample revealed that one empty opened foil, one empty labeled winding former, and a needle-suture were received for analysis. Upon visual inspection of the returned sample body fluids on the length of the suture was noted, in addition, damaged barbs and a side of the fixation tab was cut and the present tab was bent. After further evaluation of the end suture, marks were observed on the nucleus possibly from a surgical device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.